Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient about an implantable neurostimulator (ins). The reason for call was about 6 months ago the patient stopped using their stimulator because they no longer had bad nerve pain. Now the pt was having spasms and the patient got the stimulator to start again but after a about two week ago they were getting shocked from the stimulation in their leg and pt mentioned that this had happened before since they used the stimulation for leg pain. Patient noted they got almost like a lightning strike sometimes down their leg so the pt would turn the stimulation low where it would not stimulate them so hard but they still got that sometimes to the point that it woke them up. Patient service reviewed role of representative and redirected patient to healthcare provider.